Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract procedure with intraocular lens implant procedure a system message was displayed causing poor reflux. The case was completed as planned. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the printed circuit board (pcb) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 17, 2014. Based on qa assessment, the product met specifications at the time of release. A footswitch charging coil pcba was received for evaluation. The returned footswitch charging coil pcba sample was replaced as a precautionary measure. Therefore, the returned sample will not be inspected. The returned footswitch charging coil pcba sample was replaced as a precautionary measure. Therefore, the returned sample will not be tested. Root cause: the system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).